Event description:
Customer complaints blood leak during treatment. The blood loss was relatively minor. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.